Event description:
On (B)(6) 2011, the reporter contacted animas alleging that she is currently in the hospital for hypoglycemia as a result of an insulin bolus that was administered from her insulin pump while she was asleep. The insulin pump's history indicated that 16 units of insulin were delivered at 3:20am while she was asleep. The insulin pump was inside of a shirt pocket that was tucked inside of her pajama pants at the time of the incident and does not recall using her pump. She reportedly had a seizure and her husband contacted the paramedics. The paramedics treated her with a nasal glucagon spray and 2 IV glucose push: her blood glucose level at the time was 16 mg/dl. When she arrived at the emergency room (ER), her bg went up to 37 mg/dl. The patient was disconnected from the pump and continued to get IV glucose at the ER. The patient's bg at the time of call was 267 mg/dl and was put on insulin injection therapy. This complaint is being reported because the patient allegedly suffered hypoglycemia that required medical intervention from the paramedics and ER as a result of an alleged inadvertent insulin bolus that was delivered while she was asleep. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2011 to the end of pump use on (B)(4) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.